Event description:
It was reported that the ilet user experienced elevated glucose to 250 mg/dl after lunch and disclosed making two additional meal announcements for a meal of rice and curry, which indicates a usage issue related to meal announcement practices; no device component malfunction was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, while a usage problem was identified and categorized as using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.

Manufacturer narrative:
Correction made to b3.